Event description:
Reportedly, the patient was transferred to the hospital on (B)(6) 2021 after a car accident, with complete unconsciousness. Upon device interrogation, no episode was recorded in the device memory.

Event description:
Reportedly, the patient was transferred to the hospital on (B)(6) 2021 after a car accident, with complete unconsciousness. Upon device interrogation, no episode was recorded in the device memory.